Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) reached out to the customer to investigate. However, the customer stated to cancel this ticket as customer was accidentally placed in the wrong queue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to pull medication. Customer stated that patient's orders were displayed by using the facility search function, however could not locate one specific patient in the system. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.